Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the cubie pocket kept failing. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that half-height cubie pocket d3 from drawer 6.2 had failed. A field service engineer (fse) confirmed that the issue was resolved by the pharmacy, as it was a single pocket issue and the cubie was replaced. The customer loaded the new cubie with medication, and it functioned properly. The system functioned as intended after the field service engineer repaired and verified the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the cubie pocket kept failing. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.